Manufacturer narrative:
The failure mode will persist until either the error in the gantry positioning system becomes large enough to be detected by the check pot or is noticed by the user. Severity will range from minor to major depending on the circumstances. Minor injury may result if all the following are true: persists over multiple fractions; no critical structures are over irradiated; conformance of dose to plan is not compromised too much. Moderate injury may result if all of the following are true: it does not persist over multiple fractions, it compromises the conformity of the delivered dose to that planned. No critical structures are over irradiated. Major injury may result if any of the following are true: it persists over multiple fractions, it occurs in a high dose fraction, a sensitive structure is over irradiated, a portion of the tumour is missed altogether. Machine inhibited safely however depending on the treatment the severity could be major. Root cause of this event was the misalignment of the timing belt. If there's some misalignment of the timing belt, it will generate different position readings by the potentiometers system in place. If the reading goes out of tolerance the system will raise and in hibit (gantry stops and the beam delivery terminates). The information in the installation instructions, the training provided and the check mechanisms in place reduces the likelihood of mistreatment of improbable.

Event description:
During treatment, a gantry stop occurred. When the gantry was brought back up to zero, there was a noticeable shift off zero by as much as 2 degrees. This is especially disconcerting as this is a new installation. Upon inspection the gantry timing belt where the gantry readout assembly attaches to is not exactly aligned on the left side, I'm not sure if this is a contributing factor or not but I thought I should mention it, photo will be attached.